Manufacturer narrative:
Product complaint :(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the cement to implant interface. Depuy cement manufacturer was used. Tibia was not grossly loose, but debonded from cement easily. Cement mantle to bone was intact. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.